Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial implant, a type 3b endoleak was identified and the original devices were relined with another bifurcated stent graft and a suprarenal extension. This event was previously reported under MDR # 2031527-2018-00401. Now, approximately 2.5 years post intervention a computed tomography (CT) has revealed that the aneurysm has increased in size from 5.4cm to 7.4cm. Reportedly, patients current condition is good and is pending re-intervention. A re-intervention was completed on this patient and the origin of the endoleak was determined to be a type 2 endoleak. The vessel that was feeding the aaa was embolized and the patient is doing well. This event is no longer a reportable event as a type 2 endoleak is anatomy related and the failure is not related to the device. Please remove from your complaint system a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the sac growth was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type 2 endoleak. The most likely causation for the sac growth is anatomy related (type 2 endoleak). The final patient status was reported to be doing well post secondary endovascular procedure. Type ii endoleaks are anatomy related events and are not caused or contributed by the device. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. Device iteration is afx2. Correction: b2: outcomes attributed to adverse events has been updated . B5: describe event or problem has been updated. G4: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial implant, a type 3b endoleak was identified and the original devices were relined with another bifurcated stent graft and a suprarenal extension to resolve this event. This event was previously reported under MDR # 2031527-2018-00401. Now, approximately 2.5 years post re-intervention a computed tomography (CT) has revealed that the aneurysm has increased in size from 5.4cm to 7.4cm. Reportedly, patient's current condition is good and is pending re-intervention.